Event description:
Pt with w/ neuropathy, caught toe in bottom side - rail of effica bed. Surgical repair required. Mfg made aware 5/22/1998 & inspected bed 5/27/1998. Awaiting corrective action. Temporary action taken to prevent further injuries.